Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the mid right coronary artery. Following pre-dilatation, a 2.25x15mm xience sierra stent delivery system (sds) was being advanced; however, the sds failed to reach the lesion due to resistance with the anatomy. During an attempt to remove the sds it was noted that the stent was stuck with the heavy calcification. Force was applied and the sds was removed. Once outside the anatomy it was noted that the proximal end of the stent was mangled. The device was rendered unusable. The procedure was successfully completed with additional pre-dilatation and the deployment of a new 2.25x15mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU) states: should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.